Manufacturer narrative:
The customer did not provide patient demographics such as age or weight. A beckman coulter (bec) field service engineer (fse) was dispatched and noted a failed high sensitivity systems check. Multiple hardware interventions which could have potentially resolved the failed system checks were undertaken; however, it cannot be determined which specific intervention did resolve the issue and it cannot be determined which specific component/s failed to function as designed. In conclusion, the cause of this event is a system malfunction but no hardware sole contributor can be identified.

Event description:
The customer reported generating a non-reproducible and falsely elevated troponin I (access accutni+3), result for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial elevated result was questioned the next day, subsequently the sample was re-analyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and on the istat device manufactured by abbott. Reanalysis troponin I results were lower and within the customer's established normal reference range. The initial elevated access accutni+3 result was released from the laboratory and there was a report of change to patient treatment, as the patient was admitted to the hospital. No further information was provided pertaining to patient treatment details. Calibration, system check and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at ambient temperature. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer.